Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit field service engineer (fse) replaced argon fluoride (arf) gas regulator, performed leak test, gas pressure calibration and energy calibration. All tests required by manufacturer procedure. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a smell of gas during a gas exchange. This occurred prior to surgery. The surgery was able to be completed that same day. No harm to the patient was reported.